Event description:
Additional information received from the manufacturer representative reported that the hospital released the ins from the lab. They had the ins in their possession and would be shipping it back on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0srht, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was at work lifting heavy boxes and they felt and heard a "pop" in their upper buttock where the implantable neurostimulator (ins) was located. The device was interrogated at the hcp's office and the impedance readings showed all "?'s" indicating damage to the ins. The patient was experiencing good relief with their system and the event seemed to occur under normal working conditions. The hcp and patient consulted and agreed to replace the ins and possibly the lead. The ins was replaced on (B)(6) 2015 and would be returned. Intraoperative testing of all 4 electrodes provided ideal sensory and motor responses of less than 2.0v on all 4 electrodes. The new ins was seated in the pocket and an impedance test was run. All impedance readings were normal. The incision site was irrigated using antibiotic solution and the wound was closed. The patient was transported to the short stay unit and went home with a properly working device. The issue was resolved and the patient was alive with no injury. It was noted that the patient was allergic to gold. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.